Event description:
It was reported that the right ventricular lead was oversensing and triggered lia (lead integrity alert). It is also reported that the patient uses an excavator and pounding compression machinery for their job. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.